Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient battery became very superficial. The patient underwent a revision procedure where in the implantable pulse generator (ipg) was reposition to a higher location. The patient did well post operatively and recovered; the battery placement no longer bothers her.